Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the left ventricular (lv) lead became pinched, and the guidewire was unable to advance through the lv lead. The lv lead was removed and replaced. The patient had no adverse consequences.